Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead could not be implanted because the patient anatomy did not allow advancement of the lead into the heart due to excessive calcification and scarring. The lead was not implanted. No patient complications have been reported as a result of this event.